Event description:
It was reported that a user paired a new dexcom g7 to the ilet, later received a brief sensor issue alert on both the ilet and dexcom app, and subsequently experienced pairing difficulties with the ilet. Symptoms included no change in blood glucose. Outcomes included no clinical intervention and no hospitalization. Investigation included customer support troubleshooting, advising wait time for potential sensor recovery, follow-up to assess status, consultation with the cgm manufacturer, sensor replacement, and re-pairing guidance using the four-digit code with entry into warm-up. Investigation of this case revealed a transient sensor communication issue and an initial pairing failure limited to ilet display integration, which resolved after cgm sensor replacement and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or connection-related factors associated with cgm sensor performance and pairing workflow.